Event description:
The customer reported being hospitalized due to low blood glucose of 19mg/dl. The customer stated that she was feeling sick, and then she stopped to get herself some peanut butter crackers. The caller stated that she was released the same day with a gash on her heard of about two to three inches and her blood glucose was over 250mg/dl. The customer mentioned that her doctor asked to change her blood glucose target. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.